Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: no evidence of sudden voltage drops was observed in the black box. One call service alarm due to normal battery wear was observed. There were no alarms related to overheating found. The pump's current readings were within specifications. The alleged issue could not be duplicated during the investigation.